Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The permanent cautery hook instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. Additionally, the instrument was found to have a derailed grip cable at the distal idler pulley. The yaw motion may be non-intuitive as a result. A site history was performed and no related complaints were found. A review of system logs showed that the permanent cautery hook instrument was last used on system# (B)(4) on (B)(6) 2020 and it had 4 lives remaining. Based on the information provided at this time, this complaint is being classified as a reportable malfunction event due to the following conclusion: the permanent cautery hook instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. Although no patient harm was reported, if the issue were to recur, it could potentially result in an adverse event.

Event description:
It was reported that during a da vinci assisted procedure, the cable of the permanent cautery hook instrument broke. The procedure was completed and there was no patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter stated that it was myomectomy procedure and the surgeon requested a new permanent cautery hook instrument as the one that was in use had broken. No further details were available.